Manufacturer narrative:
Per follow-up good faith effort (gfe) response received 15jan2026, the mask connection tube was damaged. It is unknown if the mask that was used was in fact a philips mask. The device was in patient use at the time the issue was discovered, however, there was no reported harm to the patient or user. Once the hospital equipment department replaced the mask connection tubes, the device resumed normal operation. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that there was a leak at the air intake pipe opening. At this time, it is unknown if there was patient involvement at the time the issue was discovered; however, there was no reported harm to the patient or user. The customer called technical support to report that there was a leak at the air intake pipe opening. Per the initial good faith effort (gfe) response received on 06jan2026, the mask connection tube is leaking. After the mask connection tubes were replaced in the hospital equipment department, the device operated as intended. Further case information is still pending, and this investigation is ongoing.